Event description:
A nurse reported that an intraocular lens (iol) was explanted due to recurrent iritis and uncontrolled glaucoma since the original implantation. The iris is distorted and has an adhesion at the 7o'clock position. Add'l info, including the pt status, has been requested.

Manufacturer narrative:
The product was returned for analysis. One haptic was fractured-gusset area. The optic was scratched-rejectable. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not mfg related. There have been no other complaints reported in the lot. Add'l info was requested 2/5/2008, 2/12/2008 and 2/18/2008 by mail, fax and phone. A completed questionnaire has not been returned. This report was mailed to FDA on: 2/29/2008.